Event description:
Information was received from the physician indicating that the patient's generator was at near end of service. A company representative then went and interrogated that patient's battery and discovered that the patient's generator was at ifi=yes as of (B)(6) 2016. Tablet information from the physician tablet was gathered and submitted for analysis. The data reviewed showed that the battery voltage had depleted to 2.735v as of (B)(6) 2016. Surgery is likely but has not occurred to date.

Event description:
An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. The pulse generator performed according to functional specifications of final configuration r-wave test. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery voltage. The battery was removed and the printed circuit board assembly was subjected to a postburn electrical test. Results show that the printed circuit board assembly failed several electrical tests which indicated that there were containments on the printed circuit board assembly causing conductive pathways. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. Remaining residual material on the printed circuit board assembly edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life. No other relevant information has been received to date.

Manufacturer narrative:
Supplemental #3 MDR erroneously stated that the device was possibly laser router. It was determined that the device was laser routed based on the trim test date.

Event description:
A review of manufacturing records indicated that the generator underwent the trim test on (B)(6) 2015. Therefore the device was laser routed.

Event description:
Decoder information was received and reviewed. The information gathered shows that as of (B)(6) 2016 approximately 92.75% of the device's battery was remaining by (B)(6) 2016 the battery capacity remaining had dropped to 14.396%. This shows that the battery is dropping faster than anticipated. The patient's device is still delivering therapy. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that on 07/18/2016 the generator's battery status was 100%. When the device was next interrogated on (B)(6) 2016 the battery status had dropped to 25%. The device had been implanted for a year. The battery percent consumed was 17.394% and the voltage was at 2.794 volts which would trigger the 25% remaining flag. This implies that the generator was reaching lower voltages faster than anticipated.

Event description:
The patient's explanted generator was received and is undergoing product analysis.

Manufacturer narrative:
Describe event or problem, corrected data: ¿a review of manufacturing records indicated that the generator underwent the trim test on 07/14/2015.¿ this information was inadvertently left off on mfg. Report #0...

Event description:
It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. A review of manufacturing records indicated that the generator underwent the trim test on 07/14/2015. Therefore it is possible that the device was laser routed. It was reported that the patient underwent generator replacement surgery on (B)(6) 2016. The explanted generator has not been received to date.